Manufacturer narrative:
(B)(4). Please note that the first report submitted under 3004753838-2018-091982 was marked as a 5-day report in error. This follow-up report is to note that should have reflected initial report (30 day). There is no 5 day reportable issue in this complaint. The firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event information is available.